Event description:
During mesenteric embolization, the distal end of the coil pusher appeared to have been "fractured" and therefore, unable to insert into the catheter. A progreat catheter was used to push the coil and complete the procedure successfully. There was no report of adverse effect to the patient. No other information was available.

Manufacturer narrative:
Patient factors were not a contributing factor to the report of the trupush being bent/fractured prior to insertion into the microcatheter. As outlined in the IFU, the coil pushers are delicate instruments and should be handled carefully. It is not possible to determine if the trupush became damaged during handling. There is no procedural information provided, therefore, no conclusion can be made. The product was returned for inspection. A non-sterile coil pusher was received. A bent distal end was observed. The coil part was separated from the distal end. No other damages were found on it. The length of the coil pusher was found to be within specification. Manufacturing records for the lot involved were reviewed, and the results indicate that the product met quality requirements for product acceptance. The failure reported by the customer was confirmed. The exact cause of the failure could not be determined. The cause of the bend in the unit could not be determined. Controls are in place during manufacturing process in order to avoid damaged units from leaving the facility.